Manufacturer narrative:
As of today the device has not been received for analysis. Should the device be received and analysis completed, this report will be updated.

Event description:
Boston scientific received information that the patient with this device reported hearing beeping tones. The patient was seen for a device check where it was determined that the lead had recorded low shock impedance measurements. The system was also reported to have displayed pace impedances greater than 2000 ohms. The patient was seen for a revision procedure where the lead was surgically abandoned and the device was explanted. There were no additional adverse patient effects reported.